Manufacturer narrative:
(B)(4). Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Section g4: PMA/510(k) number - the 950n81 neonatal ventilator dual heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n81j neonatal ventilator dual heated circuit kit is sold in the USA. Therefore the 510(k) for 950n81j is used in section g4. Section h4: device manufacturing date: lot number was not received. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in united kingdom has reported via a fisher & paykel healthcare (f&p) field representative that the dry line and expiratory limbs of an f&p 950n81 neonatal ventilator dual heated circuit kit (f&p breathing circuit) were incorrectly connected in reverse at the drager babylog vn800 (non-f&p) ventilator end for ten days resulting in thick respiratory secretions, blocking the endotracheal tubes. The healthcare facility further reported that they had to replace five endotracheal tubes during the therapy. The healthcare facility further reported that the incorrect connection was noticed by a nurse and the dry line, expiratory limbs of the f&p breathing circuit were reconnected correctly at the non-f&p ventilator end and the patient condition was improved and is stable now. Further information was requested by f&p in relation to the reported event.

Manufacturer narrative:
(B)(4). Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Section g4: PMA/510(k) number - the 950n81 neonatal ventilator dual heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n81j neonatal ventilator dual heated circuit kit is sold in the USA. Therefore the 510(k) for 950n81j is used in section g4. Section h4: device manufacturing date: lot number was not received. Method: the subject device 950n81 neonatal ventilator dual heated circuit kit (f&p breathing circuit) was not returned to fisher & paykel healthcare (f&p), new zealand for evaluation as there was no reported malfunction with the device. Our investigation is based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the dryline and expiratory limb of the subject device were incorrectly connected in reverse at the ventilator end. This means that the patient was receiving the prescribed pneumatic ventilation, and prescribed oxygen concentration, but was not receiving active humidification provided by the humidifier. Conclusion: the reported event was caused due to a user error whereby the dryline and expiratory limb were connected in reverse at the ventilator end. In this instance, the patient continued to receive gas flow; however, no humidity was provided. Respiratory humidifiers are part of the ventilation system which deliver medical gases to mechanically ventilated patients. As such, respiratory humidifiers are required to comply with the gas connection ports specified in the current ventilator standard iso 80601-2-12:2011 (essential performance for ventilators). This standard specifies both gas connection ports to be 22 mm male connections, which comply with iso 5356-1:2015 (beathing circuit conical connectors) for medical tapers. Due to this, the prevention of reversed connections is highly dependent upon the user. The risk control applied across all devices is by providing step-by-step instructive diagrams of the correct set up. The f&p 950 breathing circuits kits, including the subject device, have been designed with dryline and expiratory limb that have different colours to differentiate between the direction of gas flow. The user instructions that accompany the subject device provide step-by-step instructive diagrams on the correct set up of the breathing circuit limbs. The user instructions include the following warnings and cautions: "appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death."

Event description:
A healthcare facility in united kingdom has reported via a fisher & paykel healthcare (f&p) field representative that the dry line and expiratory limbs of an f&p 950n81 neonatal ventilator dual heated circuit kit (f&p breathing circuit) were incorrectly connected in reverse at the drager babylog vn800 (non-f&p) ventilator end for ten days resulting in thick respiratory secretions, blocking the endotracheal tubes. The healthcare facility further reported that they had to replace five endotracheal tubes during the therapy. The healthcare facility further reported that the incorrect connection was noticed by a nurse and the dry line, expiratory limbs of the f&p breathing circuit were reconnected correctly at the non-f&p ventilator end and the patient condition was improved and is stable now. There were no further patient consequences reported.